Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage/open hole on the lapjoint area. Fluid was leaking from the lapjoint area when the catheter was flushed. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 08sep2016. It was reported that saline did not come out from the distal tip of the catheter during flushing and no image appeared occurred. An opticross¿ imaging catheter was used to view the target lesion. During the procedure, the opticross¿ imaging catheter was flushed however, the saline did not come out from the distal tip of the catheter. Hence, no image appeared. The procedure was then completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the lap joint area of the device.

Manufacturer narrative:
Device evaluated by MFR. Additional analysis was performed. Device analysis revealed an electrical open at proximal wave form during impedance testing. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that saline did not come out from the distal tip of the catheter during flushing and no image appeared occurred. An opticross imaging catheter was used to view the target lesion. During the procedure, the opticross imaging catheter was flushed however, the saline did not come out from the distal tip of the catheter. Hence, no image appeared. The procedure was then completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the lap joint area of the device.